Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The geography is unable to provide any additional information. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
A patient with an implantable cardiac defibrillator (ICD) was reported as deceased with limited information. Information identified in the paperwork indicated the patient died approximately two months post implant of the ICD. A cause of death is not known and an autopsy will not be performed.